Manufacturer narrative:
Investigation summary: one decontaminated drainage bag was received for evaluation. Based on the returned sample, the product number was identified as 6146ll foley tray silicon drain bag 16fr, lot 2007803064. A visual inspection of the sample was performed and it was found that the returned sample was incomplete; the adapter was observed without the catheter connection. The reported condition could not be confirmed since the catheter was not returned for evaluation. The device history record (DHR) was reviewed for lot 2007803064, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. As part of continuous improvements, a corrective action has been opened to investigate and address the reported condition further. The results of the investigation will be documented through the CAPA. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The reporter was unable to provide the model or lot number. As a result, the UDI could not be identified.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the foley separated from under the green tape at the connection between the foley and the drainage tubing in the mother baby unit. The seal completely broke and lead to urine leaking and saturating the patient's bed. There was no patient injury.